Event description:
It was reported that the stimulator didn¿t help the patient. It did for a few weeks to begin with, but now the patient was as bad as before. The patient had 4 surgeries and nothing helped. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report #3004209178-2015-09738 for the patient¿s first ins.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0hmvf, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).